Manufacturer narrative:
A visual examination of the returned device noted that the stent had been deployed from the device and was not returned. It was noted that the dilation tip was detached from the inner shaft and was not returned. Microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. The shaft was kinked at approximately 100 mm distal to the distal end of the proximal handle. The blue outer sheath was kinked at several locations along its length. No other issues were noted with the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013 in the esophagus. According to the complainant, the stent was being placed for treatment of a stricture due to a malignancy. The patient anatomy was not tight or tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent was deployed successfully. However, the plastic tip of the distal part of the delivery system fell off inside the patient during removal of the delivery system. The tip was retrieved using biopsy forceps. The complainant reported the tip did not appear "glued on" to the catheter. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013 in the esophagus. According to the complainant, the stent was being placed for treatment of a stricture due to a malignancy. The patient anatomy was not tight or tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent was deployed successfully. However, the plastic tip of the distal part of the delivery system fell off inside the patient during removal of the delivery system. The tip was retrieved using biopsy forceps. The complainant reported the tip did not appear "glued on" to the catheter. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported issue of tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.